Event description:
Procedure type: hernia. According to the reporter: the tacks deployed when the handle was squeezed but did not re-engage another tack or deploy another tack. This occurred 6 times. A different lot was opened to complete the case. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated february 8, 2010, therefore, this report requires a 5 day MDR based on this new information.